Event description:
Related manufacturer report number: 2017865-2023-17529. Additional information received notes lead fracture on the atrial lead and right ventricular (rv) lead.

Event description:
Related manufacturer report number: 2017865-2023-17529. It was reported that a patient presented to clinic for follow up. Device interrogation revealed low pacing impedance on the atrial lead; the atrial lead insulation was damaged. During lead revision, the right ventricular (rv) lead was found to be wearing down. The physician elected to explant and replace the atrial and rv leads. The patient condition was stable.